Event description:
Customer's mother reported a button error on customer's insulin pump. Customer was in the rain yesterday and the device may have been exposed to water. Customer's blood glucose is 107 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)